Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) due to the device not working, inflation issues, and a fluid leak. The patient is expected to fully recover.